Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The halo link was also analyzed in failure analysis. In logs, multiple 1302 solenoid errors were seen, confirming the fault occurred in the field. During visual inspection, the red cable on the roll drive motor stator was seen to have exposed wiring. The halo was installed onto a golden system where during calibration, the halo failed to initialize. The system error logs revealed the 1302 solenoid error, replicating the reported event. The roll drive was swapped out with a golden unit, and the halo was then able to calibrate and start up in normal mode without triggering any faults or errors. The original roll drive was installed back onto the system to perform testing, and the unit again failed to initialize with 1302 errors in the logs. The complaint was not confirmed by failure analysis. While the definitive root cause could not be established, a possible cause may be attributed to electronic and fiberoptic defect pertaining to the motor stator of the halo link.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) arrived on site and was unable to replicate errors but noted them in the logs and that the system could not complete self-tests. Fse opted to replace single-port one axis manipulator controller board (soam) and roll motor due to customer temperature. Entry guide manipulator (egm) became "stuck" several times while attempting to calibrate the motor. After troubleshooting with ps, verifying connections and settings, it was determined to replace the halo. On 01/28/2026 soam was returned for failure analysis and the reported "1302 error" was confirmed but not replicated. In artemis, multiple 1302 (error firing solenoid) errors were seen, confirming the fault occurred in the field. During visual inspection, no issues were identified that would be related to the reported event. The printed circuit assembly (pca) was installed onto a golden system where it had functioned as expected. All handles and joints that are powered by the board were all actuated and tested however no faults or errors were triggered. The board was also left to idle for about 24 hours, but no issues were found. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, the system produced a recoverable error 1302 and the entry guide manipulator (egm) is locked. The caller attempted to recover the error but the issue persisted. Prior to calling they removed the training instruments and adapters and restarted the system with no change. Technical services engineer (tse) walked the caller through a hard power cycle but the issue persisted. Logs indicate the roll motor in the egm and the single-port one axis manipulator controller board are reporting errors 23007 and 1302. There was no report of patient involvement.